Event description:
Staff opened three separate handpieces to complete the procedure but none would complete the cavity assessment: surgeon stopped the ablation procedure and did not complete the case====================== manufacturer response for endometrial ablation, novasure======================very nice service: representative identified controller nvc 2322 as obsolete equipment: it cannot be inspected or serviced: asked us to remove from patient care immediately. Also a loaner controller was fed-ex to have in time for our next novasure case: also sent mailing box to return 3 handpieces to the company for exam. Also inspecting our current model csp 6631 free of charge.====================== manufacturer response for endometrial ablation, novasure======================very nice service: please see previous note====================== manufacturer response for controller box for novasure, novasure======================very nice service: representative identified controller nvc 2322 as obsolete equipment: it cannot be inspected or serviced: asked us to remove from patient care immediatley. Also fed- ex mailed us a loaner controller to have in time for our next novasure case: also sent mailing box to return 3 handpieces to the company for exam. Also inspecting our current model csp 6631 free of charge.====================== manufacturer response for endometrial ablation, novasure======================very nice service: see previous note